Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a "connected to pc" message displaying on adc device and customer being unable to obtain readings. Due to delivery delay, customer was unable to test and required unspecified "medical assistance in a hospital". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle precision neo were reviewed and the dhrs showed the freestyle precision neo passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issue was observed. "Pc" message was observed on the display of the meter. Inserted the retain batteries and message was not observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h4 (device mfg date) was incorrectly documented in initial report. The correct h4 (device mfg date) should be 10/28/2015.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to a "connected to pc" message displaying on adc device and customer being unable to obtain readings. Due to delivery delay, customer was unable to test and required unspecified "medical assistance in a hospital". There was no report of death or permanent injury associated with this event.